Event description:
It was reported that the vns patient was being treated for what was believed to be an infection at her generator site. The infection supposedly was first noticed on (B)(6) 2011. The reporting physician indicated that he no longer believes that the patient is experiencing an infection because her lab results and symptoms no longer indicate an infection and she is on high doses of high antibiotics however the patient is not getting better. When evaluating the wound on (B)(6) 2011, the physician noted that there was no pus or other signs indicative of an infection besides redness and swelling. The physician believes that the patient's body may be reacting adversely to the material of the generator however she did not have this issue with a previous vns implant. Additional information was later received indicating the patient's generator has reportedly been explanted as a result however this has not been confirmed with the site.